Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of damaged component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10800176 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that pca kit asv microbore was damaged. The following information was provided by the initial reporter: material #: 10800176. Batch/ lot #: unknown. It was reported that they had another issue with the pca set. Verbatim: mdacc had another issue with the bifurcated tubing yesterday. Per our conversation please put eyes on the alaris tubing when you are on campus this week. The spin collar came disconnected from tubing.